Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in a follow-up call on 15-dec-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi; customer stated hi had been obtained on (B)(6) 2023. The customer¿s expected am fasting blood glucose test result range is 135-146 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer stated the true metrix meter did not power on. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2025 and test strips were opened the day prior to the call. The meter memory was not reviewed for previous test result history.